Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 8 injections were performed with the catheter.

Event description:
Information received by medtronic indicated that there was a perforation of the patient's left atrial appendage during a cryoablation procedure. Cross septum access was through a atrial septal defect (asd). Ablations were performed in the lspv, lipv, and ripv. During positioning in ripv, a drop in the patient's blood pressure was noted. Pericardiocentesis done, CPR started and code called. Aspirated approximate 2000cc blood; 9 units of blood given and pressor drugs given. Patient then transferred to operating room to close patient's asd. Patient hospitalized and stable post intervention. Follow up information received (B)(6) 2014 indicated that the patient has since been discharged from the hospital. Device 1 of 3, reference MFR report: 3002648230-2014-00120 and 3007798852-2014-00011

Manufacturer narrative:
Bin files and failure files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 8 injections were performed with the catheter. The returned device was visually inspected and functionally tested. No product malfunction was reported and evaluation of returned device showed no indication of product malfunction. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 8 injections. The catheter passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.